Event description:
Procedure: esophagogastrectomy. According to the reporter: after loading egia45amt on idrive and testing the conditions of opening and closing the jaw, the status indicator lightening turned to blue and it could not fire. New one was opened to complete the case with no problem. No patient harm.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2014.